Event description:
It was reported that the ventilator shut down with an audible alarm during bench testing. The ventilator was not connected to a patient when the reported problem occurred.

Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. Internal inspection revealed an incorrect screw installed on the ventilator's softside. The screw was making contact and causing damage to the main board. Further inspection revealed that the two main board screws were not tighten all the way down and were making contact with the rear weldment. A review of the event trace found no entries on the reported event date of (B)(6) 2015 which would indicate the ventilator shutdown or reset unexpectedly. All operational periods ended properly with a three second on/standby button press as indicated by the ¿vent 0¿ entries. All other event trace entries are consistent with normal ventilator operation.